Manufacturer narrative:
The customer stated there would be no product return but that data logs would be provided. After several attempts made to request data logs from the customer, no logs were received. The product was not returned for evaluation. If the product does arrive or data logs are received with pertinent information, a supplemental report will be submitted with the evaluation findings. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-comformances.

Event description:
It was reported during use that the hem1 generated inaccurate values due to macguire analog cables utilized with the ge monitors. The bedside monitor cvp was reading in the low 20s and the hemisphere was calculating the svr using a zero. The svr was off by a few hundred on the hemisphere compared to bedside. Tech support reports that the macguire cable is not to be used with the cvp line, and only a swan. In this case, the cable was used incorrectly. However, the patient was treated for those values. The treatment was dobutamine being turned off. No harm came to the patient. Patient demographics were requested but unavailable.